Event description:
The thermacor 1200 infusion system was used at (B)(6) on (B)(6) 2019. The complaint was received as during set-up, the unit was not infusing at rapid 500. (B)(4) (distributor) received the complaint on december 31, 2019 and reported to smisson-cartledge biomedical, llc (scb) on january 14, 2020. The unit (B)(4) was received and tested by (B)(4) on january 20, 2020. No issue was noted with the unit, and the unit was returned to the hospital. Smisson-cartledge biomedical, llc questioned how the unit was being used during set-up at a rapid 500 rate. After repeated requests, an e-mail was forwarded to scb on march 3, 2020 indicating a leaking cassette (dnc-1200, lot 315349) was the cause of the unit not infusing. The information received indicated the roller pump door tubing may have been pinched causing a leak at that area of the cassette. Based on information received from the hospital on march 16, 2020, the unit was swapped out with another thermacor 1200 unit. The surgery was not delayed due to the changing of the unit nor was there any patient injury. Retains were reviewed and tested for this lot of cassettes; no issue was noted. No issue has been noted for this lot of cassettes in the field. A corrective action has been issued to medical solutions, inc (distributor) to address incomplete complaint information being forwarded to smisson-cartledge biomedical (B)(4).